Manufacturer narrative:
Samples were collected in greiner lithium heparin 13x100mm tubes and centrifuged at 3000 for 10 mins at 20 degree centigrade. Initial results generated from primary tube. There were no result flags generated with these results. Quality control (qc) was run twice in 24 hours and was in range prior to the event. System check data was not provided. There were no event log messages reported by the customer. Service info was not available. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-04326.

Event description:
Customer reported discrepant and erroneously high accutni (troponin I) test results were obtained for two pts when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. Repeat analysis was performed. The test results were within the normal range. Amended reports with the normal test results were issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 reported by this customer for two separate pts tested on two different dates.